Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 10f sheath hole prior to a watchman interventional procedure. The sutures of the first proglide device were pre-placed without issue. Reportedly, an attempt was made with a second proglide device; however, when pressing the plunger, a loud snap was heard. The device came out of the tissue tract with the foot of the device open. Nothing was seen in the tissue tract or noted to be separated, but it was unknown what the loud noise was. It was possible that the foot broke, but it was unknown as the anterior portion of the foot was visible within the device. The posterior foot was not able to be visualized. There was no tissue or vessel damage noted on fluroscopy. The sutures of another proglide device were successfully pre-placed. The sheath was upsized to a 16f sheath and the watchman interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
A posterior foot break was found during evaluation of the returned device. The separated posterior foot was not returned. The location of the detached foot is unknown.

Manufacturer narrative:
The device was returned for analysis. The reported foot separation was confirmed. The reported loud snap and loss of arterial access could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: removed health effect- clinical code 4582 removed medical device problem code 1069.